Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 508mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two weeks. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 248mg/dl, and she has treated with the insulin pump. The mother stated that she does not feel comfortable for her daughter to be using the insulin pump and requested a replacement. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.